Manufacturer narrative:
The device is expected to be returned for evaluation; however, the device is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer had issues with multiple cartridge leaking. Customer had elevated blood glucose levels (140-400 mg/dl).